Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced skin flap breakdown, exposing the receiver/stimulator (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 11, 2022.